Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the blue screen error appearing in data monitor. During troubleshooting, fse found that blue screen error appearing while switching the system and issue was with the system os disk. Fse reseated the system os disk and reloaded the system. Review of the log file showed that ¿host pc¿ error. Fse recommended to replace host pc if it happens again. After reseating the system os disk and reloading the system the device was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.